Event description:
On (B)(6) 2022, it was reported that this patient on peritoneal dialysis (pd) had an infection. There were no reported allegations that the infection was related to an issue with fresenius products. In additional follow-up, it was reported by a pd nurse that the patient was having symptoms of abdominal pain. As a result, on (B)(6) 2022, the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the nurse, the pd culture grew the bacteria staphylococcus aureus. The patient was initiated on a 21 day course of intra-peritoneal (ip) antibiotic therapy (medication unknown) on an outpatient basis. The patient continues pd with the same cycler and is recovering from the peritonitis event. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to patient touch contamination during the pd exchange.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction provided in h10. Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture generated growth of the organism staphylococcus aureus which is an organism that is found on human skin. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed to touch contamination/breach in aseptic technique during the pd exchange, as reported by the patient¿s nurse.

Event description:
On (B)(6) 2022, it was reported that this patient on peritoneal dialysis (pd) had an infection. There were no reported allegations that the infection was related to an issue with fresenius products. In additional follow-up, it was reported by a pd nurse that the patient was having symptoms of abdominal pain. As a result, on (B)(6) 2022, the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the nurse, the pd culture grew the bacteria staphylococcus aureus. The patient was initiated on a 21 day course of intra-peritoneal (ip) antibiotic therapy (medication unknown) on an outpatient basis. The patient continues pd with the same cycler and is recovering from the peritonitis event. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to patient touch contamination during the pd exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed. The alleged event is confirmed since the incident was caused by the user.

Event description:
On 25/jul/2022, it was reported that this patient on peritoneal dialysis (pd) had an infection. There were no reported allegations that the infection was related to an issue with fresenius products. In additional follow-up, it was reported by a pd nurse that the patient was having symptoms of abdominal pain. As a result, on (B)(6) 2022, the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the nurse, the pd culture grew the bacteria staphylococcus aureus. The patient was initiated on a 21 day course of intra-peritoneal (ip) antibiotic therapy (medication unknown) on an outpatient basis. The patient continues pd with the same cycler and is recovering from the peritonitis event. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to patient touch contamination during the pd exchange.

Event description:
On (B)(6) 2022, it was reported that this patient on peritoneal dialysis (pd) had an infection. There were no reported allegations that the infection was related to an issue with fresenius products. In additional follow-up, it was reported by a pd nurse that the patient was having symptoms of abdominal pain. As a result, on (B)(6) 2022, the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the nurse, the pd culture grew the bacteria staphylococcus aureus. The patient was initiated on a 21 day course of intra-peritoneal (ip) antibiotic therapy (medication unknown) on an outpatient basis. The patient continues pd with the same cycler and is recovering from the peritonitis event. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to patient touch contamination during the pd exchange.

Manufacturer narrative:
Correction provided in g4.